Manufacturer narrative:
For this investigation, the specific lot, was reported by the consumer. Therefore, a case of product at the distribution center was reviewed by brand qa for quality and 0 defects were found. In addition, the contract manufacturer has launched an investigation into this defect and will review production records and retain samples and will work to identify a root cause. If any issues are identified by the contract manufacturer which could have contributed to this complaint then the medwatch will be updated accordingly.

Event description:
On 18-oct-2024, a spontaneous report from the united states was received via a consumer. On an unspecified date, the consumer applied a tampon for menses. On (B)(6) 2024, while the consumer was switching out the tampon, she heard a crack and felt a pinch. She attempted to pull out the plastic applicator and only pulled out half. The rest remained inside her. After a few minutes of trying to get the rest of the applicator out, she was successful. It was extremely painful, and the plastic was broken, ridged, and had sharp edges. She noted she had not had an experience like this one before.